Manufacturer narrative:
The investigation confirmed that a false reactive vitros anti-hbc patient result was obtained. The investigation could not determine a definitive root cause. However, an unknown sample interferent, pre-analytical sample contamination, and/or a pre-analytical sample mix-up cannot be ruled out as possible contributing factors. There was no evidence that the vitros 3600 analyzer had malfunctioned.

Event description:
The customer obtained a false reactive vitros anti-hbc patient result (result = 4.08, reactive) for a single patient sample while using the vitros 3600 immunodiagnostic system. Biased results of the magnitude and direction observed may lead to inappropriate physician action. The affected anti-hbc result was reported to the clinician, and it is unknown whether a corrected report was issued. The customer repeated the affected patient sample (repeat result = 0.16, negative), and the repeat result was considered to be correct based on correlation with other analyzer and hbv assay results. There was no report of harm to the patient as a result of this event. (B)(4).